Manufacturer narrative:
Medical devices: the therapy date for the following device is unknown: model: 3799; scs ipg implanted in 2014; model: 1192; scs anchor. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-06607. It was reported ((B)(6)) the patient experienced ineffective stimulation. Diagnostics indicated high impedances on the lead. Subsequently, the patient underwent surgical intervention on (B)(6) 2018 during which the lead was explanted and replaced. In addition, the extension was explanted. Effective stimulation was restored following the procedure.

Event description:
Device 2 of 2 :reference MFR. Report: 1627487-2018-06607.